Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated falsely elevated architect creatinine of 2.93 mg/dl on sample ID (B)(4) that repeated 0.90 mg/dl. No specific patient information was provided.

Manufacturer narrative:
Tracking and trending report review for the architect creatinine assay determined that there are no related adverse or non-statistical trends. Review of complaint activity for likely cause lot 22632un16 determined that there were no other complaints. Service visited the site and noted that there was creamy-looking residue found on the wash station mixer. Service also noted that detergent b on the instrument needed to be replaced. The history log from the customer's architect analyzer was reviewed and showed multiple error codes of 0550 (cuvette washing not completed, hardware failure or user pressed stop. Promptly perform the wash cuvettes procedure) and 3375 (unable to process test, aspiration error occurred). These error codes were present back to (B)(6) 2016 and (B)(6) 2016, respectively; and continued up to (B)(6) 2017 for both error codes. Labeling was also reviewed and sufficiently addresses the customer's issue. Based on the information within the complaint record, the device (creatinine reagent lot 22632un16, ln 3l81) failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.